Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact appeared on scanned images. There was no report of misrepresentation as a result of the artifact. The philips field service engineer (fse) went to the site to evaluate the system. The fse visually inspected the system and confirmed the reported issue of artifacts were present on the scan images. The fse found a crack in the filter inside of the a-plane collimator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no impact to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.